Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced a skin reaction which occurred the day the sensor had been inserted in the arm. The patient developed a lump, inflammation/swelling, and an infection under the sensor pod area only. The patient had discomfort in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023, the patient contacted a physician via phone consultation who prescribed an oral antibiotic medication (bactrim 250 mg tablets twice per day for 10 days) and an otc topical ointment (neosporin two times per day until swelling subsides) for the infection. At the time of the follow up report, the patient stated the reaction area was still slowly healing after treatment. No additional event or patient information is available.

Manufacturer narrative:
Cmpl-(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).